Event description:
The customer called to report that she was hospitalized for high blood glucose levels, with a reading of 486 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was checked by a trainer, and the trainer determined that it was functioning properly. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.